Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported they had two incidents of over discharge. No patient symptoms or further complications were reported as a result of this event.